Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: it was reported that "...the device is bending and breaking...". Please confirm which component (suture thread or needle) this statement is referring to. Needle bends. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(4).

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 8/1/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: it was reported that "...the device is bending and breaking...". Please confirm which component (suture thread or needle) this statement is referring to. Reported that the needles were bending/breaking please provide the lot number. Or manager provided me with a box of 4-0 monocryl suture. Did not seem it was the same box where the suture of concern came from. Or manager was not able to provide me with that box. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Box was shipped on the 15th. I have filed a missing package complaint with fedex as the tracking number for the outbound shipping label could not be tracked. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6), or manager, (B)(6) medical center. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a wound closure procedure in (B)(6) 2025 and suture was used. It was reported that the needle has been breaking or bending when being used to conduct skin closure. The procedure was completed successfully with no adverse consequences for the patient. There were no patient consequences reported. Additional information was requested.